Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) after being implanted for only approximately four months. The device was subsequently explanted. It was noted that there are no plans to implant a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) after being implanted for only approximately four months. The device was subsequently explanted. It was noted that there are no plans to implant a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. An external visual inspection as well as an x-ray inspection of the device revealed no anomalies. The device exhibited no telemetry and testing was unable to communicate with the device when analysis was started. The device case was then opened to facilitate analysis of the internal components. Communication was attempted again after the device case was opened, and communication with the device was successfully established. Automated testing of device functionality was attempted, but the device failed because it was found to be in a non-functioning state due to low voltage. A device memory download was completed, and battery diagnostics confirmed the battery was gradually depleting but other device memory information was noted to be cleared. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Analysis determined that this device was demonstrating behavior consistent with a latent current leakage path between the anode and cathode within the device battery itself, which resulted in a gradual depletion of the battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.